Event description:
The initial attorney reported alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 1994 - repair of ventral hernia with a non-bard dual mesh. On (B)(6) 1995 - excision of non-bard mesh and primary repair if recurrent ventral hernia. On (B)(6) 1995 - repair of current ventral hernia with flat mesh. On (B)(6) 1995 - repair of recurrent ventral hernia with non-bard dual mesh. Bowel was freed from the flat mesh, but it does not appear to have been excised. On (B)(6) 1996 - repair of recurrent ventral hernia. The previously placed non bard dual mesh was utilized for this repair. On (B)(6) 1999 - repair of recurrent ventral hernia. A portion of the flat mesh was found to be wrinkled, this portion was excised and the non-bard mesh was imbricated with prolene sutures. On (B)(6) 2000 - repair of recurrent ventral hernia with composix mesh. On (B)(6) 2002 - repair of recurrent ventral hernia with a kugel patch. On (B)(6) 2004 - laparoscopic converted to open, repair of recurrent ventral hernia with composix e/x mesh. The conversion was due to extensive adhesions. On (B)(6) 2004 - admitted for infection, an abdominal wall abscess was drained, she developed an enterocutaneous fistula. On (B)(6) 2004 - excision of infected composix e/x mesh and placement of two non-bard grafts. On (B)(6) 2004 - admitted for fever of unk origin. Her fistula was draining considerably. Blood cultures show possible (B)(6). On (B)(6) 2004 - admitted for chronic enterocutaneous fistula and fever of unk origin.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be additional implants. The information provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicated that the mesh remains implanted. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00274 for information related to the flat mesh implanted on (B)(6) 1995. See MDR 1213643-2012-00275 for information related to the composix mesh implanted on (B)(6) 2000. See MDR 1213643-2012-00277 for information related to the composix e/x mesh implanted on (B)(6) 2004.